Event description:
The account generated a falsely elevated architect ca19-xr result (sid(B)(6)) of 75.44 u/ml on a patient who repeated at 4.23 u/ml. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in progress.

Manufacturer narrative:
No customer return was available for evaluation. The trend review identified normal complaint activity for the issue under investigation. The ticket review for the likely cause lot identified normal complaint activity for the issue under investigation. Accuracy testing was completed to evaluate the assay performance of lot 16050m500. The testing met acceptance criteria. The customer's issue is addressed in the assay package insert under the limitations of procedure section. There is not sufficient information to indicate that a malfunction exists for this issue. This issue is limited to a single patient sample. The customer provided no troubleshooting of the patient sample beyond retesting it on the same day. When the sample was retested with the same reagents the result was acceptable. Accuracy testing was completed using panels and the likely cause lot shows that it can accurately detect known concentrations of the analyte. The investigation results show that there is no product deficiency and that the architect ca 19-9xr.